Event description:
The manufacturer received a voluntary medwatch (mw5163206) with information that a the dreamstation 2 device had a burning metal smell that woke the patient up and was "causing me a huge problem with lack of quality sleep until I can get a new unit". There were no reports of medical intervention. The manufacturer's investigation is ongoing. The device has not yet been evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
This report is being submitted to correct the previously reported event.

Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received a voluntary medwatch (mw5163206) with information that the dreamstation 2 device had a burning metal smell that woke the patient up and was "causing me a huge problem with lack of quality sleep until I can get a new unit." This was assessed as a non-serious injury. There were no reports of medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.